Event description:
The customer reported the subject device was identified as damaged during preparation for use before an unknown procedure. There was no patient or user injury reported. The subject device was returned to olympus for repair. The olympus repair center evaluated the device and found dirt inside the light guide (lg) lens. There were some elevator wires (k-wires) on the distal end of the device that were raised due to cut or fray.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the device was damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. In addition to the cut k-wire and dirty lens, the evaluation also showed: insulation resistance is out of standards due to perforation of connecting tube, angulation in the up direction is out of standards due to worn of angle-wire, liquid leaks due to perforation of connecting tube, there is crease at the charged coupled device lens, there is gap at the adhesive, there is a crease at the connecting tube, cover is deformed, and there is corrosion at the connector due to leakage. Once the investigation has been completed, a supplemental report will be submitted with device investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of g2. G2 - checked "other" and added the country south korea. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the dirty lens was likely from the components inside becoming corroded by water or moisture which invaded the device from the leaking point. The cause of the cut wire was likely from user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: ¿important information - please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ olympus will continue to monitor field performance for this device.